Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a pocket revision in order to place the device lower in the chest. The physician decided to also explant and replace this crt-d; however, it was noted that the device did not exhibit any anomalies. This device has not been received. Other than the surgical procedure, no additional adverse patient effects were reported.